Manufacturer narrative:
Continuation of d11: product ID 8784 lot# serial# (B)(6). Implanted: (B)(6) 2019. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was called in on (B)(6) 2020. Because the clinic needed a dye study kit. The rep dropped off the dye study kit and stayed to observe. It was reported that the physician was unable to get the needle into the cap because the pump moved with every attempt. It was reported that the patient was taking oral medication because they weren't getting relief. It was reported that the last refill occurred in april and the actual volume in the pump was greater than the programmer volume. The hcp initially reported the volume discrepancy. The cause of the volume discrepancy was not known. It was reported that pump replacement was scheduled for (B)(6) 2020 and the pump will be returned for testing.

Manufacturer narrative:
Continuation of d11: product ID 8784 lot# serial# hg2z7ab07 implanted: (B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 19-nov-2020, UDI#: (B)(4) h6. Eval code- method code: 4114 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the surgery took place on (B)(6). It was further reported upon exposing the pump pocket site, the doctor immediately determined the catheter was completely broken. There were numerous coils in the catheter pump segment. The doctor then exposed the spinal site, cut the spinal catheter 19 cm above the connector, observed a brisk spontaneous retrograde flow cerebrospinal fluid (csf) from the spinal segment, then spliced 41.7 cm of an 8784 onto the remaining 23 cm existing spinal segment. The existing pump was filled with preservative free normal saline on the back table and a 0.3 ml volume was primed to clear the internal pump tubing. After the prescribed time countdown on the samsung tablet, the doctor then connected the pump up to the newly implanted 8784 and easily withdrew 2 ml from the catheter access port. The pump was then programmed to a minimum therapeutic rate of 0.048 ml/day, with plans to bring patient back into his office once the incision sites healed to be filled with an opioid. The explanted catheter was shipped back, and the tracking number was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported at the patient's last refill the healthcare provider (hcp) got back a full reservoir of drug. The last refill date was unknown. The rep stated that it was unknown if the pump had a motor stall but they would check that on the day of the call, (B)(6) 2020. The rep was currently waiting to go in for a dye study. No symptoms were reported.

Manufacturer narrative:
Product ID: 8781, serial# unknown, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. The 8784 catheter was returned and analysis identified twisting in the catheter. If information is provided in the future, a supplemental report will be issued.